Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the ptfe coating was peeling on the proximal end of the guidewire (subject device) while inserting the guidewire (subject device) into the sharper (pass valve). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the ptfe coating was peeling on the proximal end of the the guidewire (subject device) while inserting the guidewire (subject device) into the sharper (pass valve). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date added. H3 device evaluated by mfg updated. H3 summary attached updated. D4 expiration date added. D9 product available to stryker updated. D9 returned to manufacturer on updated. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, an attempt had been made to shape the guidewire tip, the guidewire was noted to be kinked/bent at approximately 108cm from the proximal end, the guidewire ptfe coating was examined under magnification and there was evidence of scraping of the ptfe from the proximal end in several places to approximately 50cm from the proximal end, the core wire distal end was observed through the distal tip dome. A functional test was not required as the reported event was confirmed based on the device analysis. The reported defect was confirmed during the device analysis. The device failed to meet specifications when returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu, there were no anomalies noted to the device during initial inspection and preparation and the coating issue was noted while inserting the guidewire into the shaper. Analysis of the returned device found the ptfe was peeled off or peeling between approximately 0cm to 50cm from the proximal end, this is evident of scraping of the device during insertion into an interventional device. It is probable that the guidewire ptfe coating was damaged during insertion into the shaper as was reported, causing flaking of the ptfe coating. An assignable cause of handling damage will be assigned to the reported and analyzed ¿guidewire ptfe coating peeling¿ and to the analyzed ¿guidewire kinked/bent¿.